Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient will be seen for an in-office visit in a few months and the clinician plans to consider reprogramming atrial sensitivity adjustments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device recorded several false atrial tachycardia (at)/atrial fibrillation (af) episodes, likely due to the right atrial (ra) lead exhibiting far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.